Event description:
As reported, the surgeon was inserting the 8mm x 65mm expedium polyaxial screw into iliac bone. As the screwdriver became tight in the polyaxial screw head and after one full revolution, the head of the screw became dislodged from the screw shaft. The surgeon was able to remove the screw shaft and 7.5mm x 65mm polyaxial screw was inserted into the same hole. The new screw fit well and held securely. The resulting delay was about one minute and there were no adverse consequences to the patient.

Event description:
Concomitant devices: 279712250 - expedium driver sleeve, 279712150 - expedium driver shaft.

Manufacturer narrative:
Visual inspection of the returned screw found the tulip head dislodged from the screw shank as well as damage to the flex ball. A review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed complaints for issues of this nature. The root cause cannot be positively determined. However, the screw may have been subjected to a higher than anticipated torque during insertion into the patient¿s ilium. At this time, the complaint is considered to be closed.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.